Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5096t607, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the fourth of four reports for four patients involving four separate products. Refer to MDR number 8030647-2015-00054 for the first report. Refer to MDR number 8030647-2015-00065 for the second report. Refer to MDR number 8030647-2015-00066 for the third report. It was reported that there were 4 incidents of a leak of tidal volume determined in the closed suction catheter. It was reported that the leak appears to be through the catheter. This occurs when the trigger is in open and closed position on the closed suction catheters. No patient injury.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).